Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported an infection occurred. It was further reported there was vegetation on the right ventricular lead. The organism was identified as (B)(6). The source of the infection was requested but is not known. No further patient complications have been reported as a result of this event.